Event description:
It was reported to boston scientific corporation in late 2008 that an autotome rx 44 cannulating sphincterotome was used during a procedure the same day. According to the complainant, "using an ercp scope, the physician inserted guidewire and the autotome device into common bile duct and rotated the device 7 times to the left. After cutting with the device, the cutting wire was found to be separated and the device was removed from the scope." The procedure was completed with another autotome rx 44 cannulating sphincterotome. There were no pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.